Manufacturer narrative:
(B)(4). This complaint is an ancillary service event opened during investigation of (B)(4) and was found to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-00633. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:25:18. During night drain cycle six, the patient's ultrafiltration reading was 1239ml, indicating the home patient (hp) drained 1239ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.